Event description:
It was reported that device contamination occurred. During preparation for a pulse field ablation procedure, a farastar catheter connection cable became contaminated in an unknown manner. The procedure was completed with a new farastar catheter connection cable. No patient complications were reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.